Event description:
It was reported that the evening following implant, the right atrial (ra) lead dislodged and had unacceptable thresholds. It was indicated that the patient had a very dilated atrium so it was difficult to get a viable placement. The ra lead was explanted and replaced with an active fixation ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.